Event description:
It was reported that during a supply change the user accidentally pulled the 23-inch teflon 6 mm infusion set off the applicator, leading to an incorrectly deployed infusion set and disconnected infusion set tubing. Troubleshooting was completed by guiding the user to apply a new infusion set, remove and reconnect primed tubing to the ilet, confirm drops during fill tubing only, and then perform a fill cannula, after which insulin delivery resumed. No reported adverse clinical effects. Outcomes included restoration of insulin therapy without escalation of care. Investigation included customer service troubleshooting and user education. Investigation of this case revealed user handling error during infusion set deployment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.